Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. Five days prior to the receipt of this report, the patient was hospitalized for the event. Treatment was not reported. Five days after being admitted to the hospital, the peritonitis was resolved, the patient was recovered and the patient was discharged. The patient performs both automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapies. The action taken with dianeal and extraneal therapies was unknown. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).